Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient felt the insertable cardiac monitor (icm) had dislocated. Additionally, the icm exhibited a bluetooth telemetry issue. The device was paired to resolve the telemetry issue. There were no patient consequences reported.